Manufacturer narrative:
Updated blocks: h3 & h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The centrifugal control unit (ccu) was run for over an hour between continuous and pulse mode with no motor overspeed or motor stopping issues. The srt reviewed the data logs which did not show any data of an unexpected drive motor stopping. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that during use of the device for non-clinical activity, the centrifugal controller unit (ccu) displayed either an 'overspeed' or 'motor stop' message. As mitigation, multiple adapter plates were used but the issue remained. There was no patient involvement.